Manufacturer narrative:
H6; code 400: damaged firing mechanism. The results of the investigation conducted by the appropriate engineers and technicians are listed below: visual inspections & results: lockout position unfired, cartridge condition unfired, cartridge return batch number ej0105, instrument number 151. Functional tests & results: condition of firing trigger lockout good, condition of pinion gear good, condition of short rack broken, condition of yoke good. Analysis conclusion: based upon the info received and the visual examination, it was concluded that the instrument was returned non-functional. The instrument was disassembled and found to have a damaged firing mechanism. No conclusion could be reached as to how this damage occurred. Some conditions which might result in damage to the firing mechanism are: interrupted firing cycle, tissue thicker than indicated, attempting to fire through a spent cartridge, firing prior to complete clamping of the jaw and failure to properly follow reloading instructions. Co strives to understand each incident as it occurs in order to continuously improve products.

Event description:
It was reported that the device was used would not open. Another surgeon was called, he was able to open the device. There was no consequence to the pt.